Manufacturer narrative:
The reported field event of high pacing impedance was not confirmed in the laboratory. The reported field event of setscrew issue was confirmed. Visual inspection found small amount of septum material in a setscrew inset which prevented the torque wrench from being fully engaged into setscrew inset and caused stripping, this is consistent with user error during implant procedure. The device was further tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device implant procedure, the set screw of the device did not make a normal sound when the physician was tightening the set screw on the atrial lead. High, out of range, pacing lead impedance was noted. The atrial lead impedance value was normal when testing with the pacing system analyzer (psa). Once the lead was connected to the device, the rise in impedance was noted again. The device was not implanted and was replaced. The test results were normal. The patient was stable.